Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported as; (B)(6) 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred due to the patient experiencing pain. The patient was originally treated for a left tibial fracture with an intramedullary nail on an unknown day in (B)(6) 2012. The patient then presented with pain on an unknown date and the surgeon decided to explant the patient¿s hardware. The surgeon successfully explanted the intramedullary nail, 2 unknown 5.0 mm locking screws and an unknown 0mm end cap. No fragments were reported. It was reported that there was no sign of infection and the fracture had healed. No product problem was reported. The devices were all explanted successfully and discarded. No delay in surgery was reported. This report is for 1 of 3 complaint (B)(4).